Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) it was discovered that the helium sensor was not working. However since this issue with the iabp was discovered before use, there was no known harm or injury to patient and no adverse event was reported

Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to evaluate this unit. The unit was found to not be properly docked within the cart assay. The fse properly docked the unit into the cart and recalibrated the helium transducer. The unit did not need any parts to be changed, all functional and safety tests were passed per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a